Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is an approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that a warning power on reset (por) message was seen on the implantable neurostimulator recharger (insr). The patient saw the screen 2 weeks ago and the implantable neurostimulator (ins) seemed to be working fine. Now the ins was not working. The patient had not been using the ins because they did not need the ins as the patient was on percocet but it was confirmed that the patient had been keeping up with charging the ins. It was noted that the patient had an unrelated foot surgery in (B)(6) 2018 that resulted in the patient being on bed rest because they could not put weight on their foot. It was noted that there was potential electromagnetic interference exposure from the surgery. No further complications were reported.